Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis and extrusion of the receiver/stimulator. Subsequently, the patient underwent a skin revision (specific date not reported). This report is submitted on june 15, 2023.

Manufacturer narrative:
This report is submitted on july 13, 2023.

Manufacturer narrative:
This report is submitted on may 16, 2023.

Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site (specific date not reported). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.